Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2, d3, d4, g5 510k: this report is for an unknown unk - end caps: tfna and 510k /unknown lot number. Without the specific part number, the UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1: reporter is a synthes employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6), 2023, the patient underwent orif surgery for a femoral trochanteric fracture with a tfna nail. After inserting a blade, the surgeon forgot to perform the locking mechanism procedure. After that, cement was used, and when it was time to insert a lateral locking screw and an endcap, the endcap could not be inserted, so the surgery time was extended. Eventually, the end cap was not used due to the impossibility of insertion, and the wound was closed. When the surgeon checked the procedure after the surgery, he realized that the locking mechanism procedure had not been performed. The sales rep informed the surgeon of measures to prevent him from forgetting to tighten it. The surgeon said that he would check on the patient's future progress. The surgery was completed successfully within a 30-minute surgical delay. No further information is available. Concomitant product: unk - screws: locking: trauma(part# unknown, lot# unknown, quantity# 1). Unk - biomaterial - cement: trauma(part# unknown, lot# unknown, quantity# 1). Unk - nail head elements: tfna helical blade(part# unknown, lot# unknown, quantity# 1). This report is for one (1) unk - end caps: tfna. This is report 1 of 1 for complaint (B)(4).